Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The suture was examined for visual inspection defects and the end is severely cut (damaged), resulting in needle pull off. The sample conditions suggest a clip off defect, which is a manufacturing defect.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. When the surgeon opened the package, the suture broke. The procedure was completed with a like device. There were no adverse patient consequences.